Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump stopped working. The customer stated their buttons were unresponsive after putting the insulin pump into suspend mode. The customer also reported receiving a button error alarm. The customer stated the insulin pump was not alarming at the time of the call. It was also reported the customer's buttons were starting to respond sporadically. Customer's blood glucose was 5.4 mmol/l. The customer was advised to discontinue the use of the insulin pump and revert to a back-up plan. Customer agreed to return the insulin pump for analysis.